Event description:
It was reported that during a da vinci-assisted hemicolectomy right surgical procedure, a u-04 error was present on the integrated electro surgical generator unit (iesu). The technical support engineer (tse) confirmed error 25913 (m-00) in the system logs. The tse recommended turning down the iesu and performing a hard power cycle on the generator. The erbe generator was hard power cycled, clearing the error. While on the call, the iesu produced another error, m-00. The tse recommended attempting another hard power cycle on the iesu generator to clear the message/error. Due to the current or commitment, the customer was not able to continue troubleshooting and opted to continue with the procedure as planned. The customer would attempt the recommended hard power cycle of the iesu generator when time permitted. The customer would call back into technical support if the issue continued to persist. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system powered on successfully. The only error present on the display tower was ¿fiber wires need to be cleaned.¿

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed as occurring in the field. The erbe was tested using surgeon side console and the reported event was unable to be reproduced, the erbe cauterized and recognized all ports and instruments. As a result of these findings, using the OEM troubleshooting manual the u-04 error is a memory issue with the erbe, the root cause of the reported event is erbe out of memory. Upon visual inspection, the unit shows to be in good condition. The complaint was confirmed based on the failure analysis.